Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 139 mg/dl. The customer was advised to clear the alarm with esc and act. The customer was unable to complete the troubleshooting due to physical damaged. The customer inserted new battery and pump turned on without failed battery alarm. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 139 mg/dl. The customer stated that the chip under battery cap on plastic portion to right of cap. Customer doesn't how the damaged occurred. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.